Manufacturer narrative:
Date of submission (B)(4) 2018 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. The pump powered up with the returned battery cap. The battery cap measured within specifications, but was unable to fully tighten. Unrelated to the original complaint, the battery compartment was cracked in the thread area above the grip pad, and from the thread area to the case seal. No evidence of moisture contamination was found inside the battery compartment. The pump was run for 24 hours with no power losses, reboots, or call service alarms. The pump case was removed to find no evidence of moisture or loose components inside the pump. The intermittent power complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.